Manufacturer narrative:
A medical engineer reported that during periodic checking in the medical examiner (me) room, the upper right area of the liquid crystal display (lcd) screen was not operable. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was misalignment in the touchscreen. The pse also confirmed that the information message button in the upper right portion of the screen was not responding at all due to the touchscreen misalignment, but all of the other buttons were functioning as intended. Therefore, the pse replaced the touchscreen, and after checking the device overall, cleaning the device, and performing tests on the device, the pse verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the medical engineer on the v60 indicating that the upper right area of the liquid crystal display (lcd) screen was not operable during periodic checking in the medical examiner (me) room. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was replaced with another v60, and no further medical intervention or delay in therapy was reported. A medical engineer reported that during periodic checking in the medical examiner (me) room, the upper right area of the liquid crystal display (lcd) screen was not operable. The investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not show any signs of damage or contamination the touchscreen was tested, and the failure was confirmed. The technician verified that the touchscreen failed flex cable circuit resistance verification testing, confirming the touch position misalignment. The touchscreen was out of specification. No further investigation is required.